Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device experienced shock equipment malfunction errors. After the therapy pca replacement, the shock equipment malfunction errors continued, and the device also started showing pacer equipment malfunctions. The device was not in use on a patient; as indicated by the initial reporter answering the safety questions during service order initiation.